Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 34-year-old female patient who had essure (ess205) (batch no. 12247785) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hyperlipidemia and diabetes. Current weight 247 lbs. Concomitant products included metformin from (B)(6) 2017 to (B)(6) 2018 for diabetes and lovastatin from (B)(6) 2017 to (B)(6) 2018 for hyperlipidemia. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) of 2004, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 11 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems :vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ceftriaxone, citalopram, doxycycline, metronidazole, nsaids and paracetamol (acetaminophen). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleed, migration, bladder/urinary problems : vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: result: total bilateral occlusion. Lot number: 12247785 manufacture date: 2(B)(6) of 2002, expiration date: (B)(6) 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 34-year-old female patient who had essure (ess205) (batch no. 12247785) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hyperlipidemia and diabetes. Current weight 247 lbs. Concomitant products included metformin from (B)(6) 2017 to (B)(6) 2018 for diabetes and lovastatin from (B)(6) 2017 to (B)(6) 2018 for hyperlipidemia. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 11 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems :vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ceftriaxone, citalopram, doxycycline, metronidazole, nsaids and paracetamol (acetaminophen). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleed, migration, bladder/urinary problems : vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: result: total bilateral occlusion. Amendment: the report was amended for the following reason: after internal review, case was upgraded to serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 34-year-old female patient who had essure (ess205) (batch no. 12247785) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, hyperlipidemia and diabetes. Current weight 247 lbs. Concomitant products included metformin from (B)(6) 2017 to (B)(6) 2018 for diabetes and lovastatin from (B)(6) 2017 to (B)(6) 2018 for hyperlipidemia. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), 11 years 3 months after insertion of essure (ess205). In (B)(6) 2004, the patient experienced pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abdominal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems :vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with ceftriaxone, citalopram, doxycycline, metronidazole, nsaids and paracetamol (acetaminophen). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal infection, vaginal discharge, vaginal haemorrhage, urinary tract infection and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleed, migration, bladder/urinary problems : vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: result: total bilateral occlusion. Lot number: 12247785 manufacture date: 2002-04 expiration date: 2005-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("vaginal discharge"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain /abdominal pain, general abnormal bleed, migration, bladder/urinary problems: vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 19-may-2004: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter details updated and patient demographics and laboratory data were added. Updated essure indication. Events added- with pelvic pain /abdominal pain, general abnormal bleed, psych injury, migration, bladder/urinary problems: vaginal infection, vaginal discharge. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.